Event description:
Proclear multifoal contact lenses tear and rip way too easily, leaving pieces of lens material in your eye. I have had 5 out of 18 lenses fail this way. They were from 3 different lots [from different retail distributers]. Dates of use: (B) (6) 2009 -- (B) (6) 2010.